Manufacturer narrative:
The reported event of difficulty untightening the atrial setscrew was not confirmed. Analysis revealed that the atrial set screw was not returned for analysis. Without the atrial set screw the problem cannot be determined. No anomalies were found with the device.

Event description:
During attempted implant, it was reported that the lead could not be removed from the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.